Event description:
3m received information that a female patient with a five lead holter monitor developed some redness under the gel from the red dot electrode. The patient was treated with prednisone by her dermatologist.

Manufacturer narrative:
No other adverse patient effects were reported. If additional information is received, a follow-up report will be submitted. Definition of evaluation: not applicable. Conclusions- no evaluation will be performed.